Manufacturer narrative:
Correction made to b5: the device was filled with 18g (previously submitted as 18mg) piperacillin/tazobactam plus citrate buffer in 230ml sodium chloride 0.9%. H4: the lot was manufactured from november 28, 2022 to november 30, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. The expected therapy time was 24 hours; however, after the expected therapy time was complete, it was observed that 20ml of the medication dose remained within the device that had not been delivered to the patient. This was observed during patient infusion. The device was filled with piperacillin/tazobactam 18mg citrate buffer in 230ml of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.